Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. The device inspection found the there was no image due to broken charged couple device unit. Based on the results of the investigation, a definitive root cause of reported issue could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the bronchovideoscope displayed no image. The issue occurred during preparation for use. There were no reports of patient harm.